Event description:
It was reported for single use aspiration needle, needle was had a bent sheath and was damaged when package was first opened during a navigation bronchoscopy procedure. Needle was not used on patient and thrown away. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer contacted olympus technical assistance support (tac) via text message. No troubleshooting was performed. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation, the probable cause of the complaint is not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported for single use aspiration needle, needle was had a bent sheath and was damaged when package was first opened during a navigation bronchoscopy procedure. Needle was not used on patient and thrown away. The procedure was completed using a similar device. There were no reports of patient harm.